Event description:
Customer reported that pump screen was cracked and unresponsive. Blood glucose level was reported at 100 mg/dl. Customer is returning broken device, and a replacement pump will be provided.